Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.